Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint # (B)(4). The device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. Resistance value out of specs: handcontrol set replaced. Contacts of the keypad corroded: handcontrol set replaced. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Unit cleaned. Safety test checklist enclosed. Per the input check report, the root causes for the reported complaint were defective buttons and keypad values out of range. The device was fully repaired. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = serial number: (B)(4), part number: 283512, supplier lot number: 0302664734, qty of lot: (B)(4), release to warehouse date: 2015-07-13, expiration date: n/a, supplier: kimball, manufacturing site: poland, any anomalies or discrepancies in the manufacture of the lot: not observed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in the (B)(6) that during an unspecified surgical procedure, it was observed that the micro tornado handpiece with hand controls went to another mode when pushing on start button on the handpiece. According to the reporter, the device would go to fwd mode when osc was selected; and it would go to fwd automatically when you press start button. It was further reported that the electronic board hp keypad + seals need to be checked and replaced. It was further reported that when introducing the shaver in the patient (when the shaver is already connected to the fms pump) it did not work but only a loud beep could be heard when pressing the buttons. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. Resistance value out of specs: handcontrol set replaced contacts of the keypad corroded: handcontrol set replaced functional test performed hipot test completed electrical safety test acc. To iec 60601-1 completed functional test acc. To test procedure completed unit cleaned safety test checklist enclosed per the input check report, the root causes for the reported complaint were defective buttons and keypad values out of range. The device was fully repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).